Event description:
Related manufacturer reference number: 2017865-2021-35058. Related manufacturer reference number: 2017865-2021-35059. It was reported that the patient experienced a pocket infection. The pacemaker and leads were extracted. The patient was in stable condition.